Event description:
The pt underwent total arch replacement on july 21, 1998 for chronic aortic dissection. At that time, distal portion of the graft(approx. 5cm) was inserted into the descending aorta as an "elephant trunk" to be anastomosed with another graft to completely replace the dissecting aorta later in the second surgery. On feb.5 '99 when the pt underwent the second surgery, the dr noticed blood spouting from the distal suture line of the aotric arch replacement immediately after an anastomosis of the very distal end of the "elephant trunk" and the proximal end of another graft. There was found to be a graft tear on the suture line which had [apparently] pressed against the left lung so that the pt had been free of major bleeding. The graft with the tear was partially resected. The graft remains implanted. The pt is doing well.